Manufacturer narrative:
Continuation of d10:concomitant product ID 97745 (serial: unknown); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their stimulation was turning off on its own. Patient stated there was no message on the screen saying stimulation was off, but rather when they go into the therapy programs and click the "lightning bolt" the stim shows it is off and they were not able to get the stim to turn back on. Patient stated their intensity settings are where they should be. Pt called back in and reported that their was still turning off randomly. Pt noted their controller wasn't responding, but then it did start to respond right after. Pt was able to get stimulation to turn back on.